Manufacturer narrative:
The reported events were ¿high ventricular rate episodes as a result of oversensing and noise¿ and myostim near the pocket. As received, a complete lead was returned in three pieces (portions a - 10.0 cm , b -11.5 cm and c 37.5/68.0 cm). The reported events of ¿high ventricular rate episodes as a result of oversensing and noise¿ were confirmed. Visual inspection of the lead found an external abrasion (18.5 ¿ 18.6 cm from connector pin) breaching the outer insulation and exposing the outer coil proximal to suture sleeve tie impression. The cause of the reported events is consistent with external insulation abrasion which is consistent with friction to the device can.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced myostimulation during ventricular pacing. It was noted that high ventricular rate episodes as a result of oversensing and noise were observed on the ventricular lead. The lead was explanted. The patient was stable